Event description:
The sheath came apart from the check-flo valve while being removed from a patient. Patient outcome was not provided by reporter.

Manufacturer narrative:
Customer returned the hub still attached to the dilator hub. The device was returned in a used and damaged condition: the cap had separated from the sheath with the flare intact, but no evidence of elongation. Proper connector cap size, flare size, and sheath inner diameter were confirmed after removal of the dilator from the sheath hub. Additionally, the gap between the check-flo body flange and cap top was measured at approximately 0.018". Each device is inspected 100% to confirm the proximal flare is secure in the fittings and the sheath must not rotate in the cap fitting. An inspection also verifies that the coils in the sheath continue into the cap. Additional inspections ensure that the flare is evenly trimmed and can pass through the large hole freely but not pass freely through the small hole. Furthermore, the instructions for use (IFU) informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor for similar occurrences.